Event description:
Procedure type: lower anterior resection. According to the reporter: when inserted, the tip of the fin was chipped. The part could not be retrieved. Another device was used. No bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).